Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint was confirmed. The outer insulation had been cut open 23.2cm from the proximal end; the inner insulation was undamaged. Lead impedance value was within device specifications.

Event description:
It was reported that at implant the right atrial lead exhibited noise when programmed in a bipolar configuration. The lead was removed and replaced.